Event description:
During a percutaneous coronary intervention (pci) a pci wire tip and inner core detached, broke as the wire was being removed. Cath lab attempts to snare the broken piece of the wire failed. Surgical intervention was required to retrieve the wire.